Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead caused the patient to experience phrenic nerve stimulation. The lead was capped and replaced. The patient was stable post procedure.